Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during drain 2. The hp had changed out only the cassette in an attempt to clear the alarm herself. The baxter technical services representative explained that the set up was compromised. The hp understood and would start over with new supplies. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She stated that the home patient now knew that he should not reuse supplies and understood the contamination risk. Therapy has been going well since, and there were no adverse effects reported to be caused by this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This complaint for a report of a user error- failed to follow therapy steps was confirmed. The root cause was undetermined.